Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/ sense, low voltage, portion of the right ventricular (rv) lead is "not stable" anymore. A lead revision is planned to add a new pace/ sense, low voltage lead. No patient complications have been reported as a result of this event.